Event description:
It was reported that a wand was not interrogating a demo generator. The reporter checked the battery, checked connections, performed a hard reset, and the generator would still not interrogate. It was unclear by the reporter if the issue was with the wand or connections. No mishandling is suspected, and the programming system was stored within it's programming bag. The handheld computer, software, and wand were received by the manufacturer on (B)(6) 2012. Product analysis for the handheld computer and software was completed and approved on (B)(6) 2012. During the analysis, it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with two broken wire connections in the serial cable. The most likely cause for the broken solder connections is wear/misuse of cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. Analysis on the returned flashcard revealed no anomalies associated with flashcard software or databases. The flashcard and software performed according to functional specifications. Product analysis of the wand confirmed the failure to program event. The serial data cable, which produced communication errors, had an internal conductor to shield short. After the serial data cable was substituted, the programming wand performed according to functional specifications

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.